Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 185 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.